Event description:
It was reported that the patient presented in clinic for initial implant procedure. Upon interrogation post procedure, it was found that the right atrial (ra) leadless exhibited high capture threshold. The ralp was retrieved and repositioned. Patient condition was stable.

Event description:
It was reported that the patient presented in clinic for initial implant procedure. Upon interrogation post procedure, it was found that the right atrial (ra) leadless pacemaker (lp) exhibited high capture threshold and intermittent capture. The ralp was repositioned and noted there was a blood clot at the ralp helix. Patient condition was stable.

Manufacturer narrative:
Correction: d6b - date of explant in 2017865-2025-00174 submitted on 3 jan 2024 should have been empty rather than "(B)(6) 2024."